Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) device was returned for unknown reasons after 40.2 months of service. Initial reliability assurance laboratory analysis indicated the device did not meet longevity per programmed values.